Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 300-400 mg/dl. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.